Event description:
It was reported that approximately 20 to 30 minutes during a da vinci si myomectomy procedure, the surgeon experienced instrument engagement issues on patient side manipulator (psm) arms 1 and 3. Due to the reoccurrence of the instrument engagement issue during the surgical procedure, the surgeon made the decision to convert to traditional open surgical techniques at approximately one hour and forty-six minutes. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
On (B)(4) 2013, an isi technical service engineer (tse) reviewed the da vinci si system logs and found error 's 31009, 31010, and 31011 which signify intermittent connection between sterile adapter, instrument, and the manipulator arm. On (B)(4) 2013, an isi field service engineer (fse) performed a field evaluation of the site's da vinci si surgical system and found that the system operated within normal parameters. The fse observed a surgical procedure that day with the da vinci si surgical system and no problems were found during his observation of the case. The fse reviewed troubleshooting and correction techniques for instrument engagement issues with the site. On (B)(4) 2013, isi obtained additional information regarding the reported event from the risk management department at the site. The risk manager indicated that the instrument/sterile adapter engagement issues began 3 hours and 36 minutes into the surgical procedure. The surgical procedure was completed within 4 hours and 51 minutes. The patient did not experience any intra-operative complications. However, the patient experienced anemia, shoulder pain, and left hand numbness post-operatively that resolved within 1 day post-op. The patient did not receive or require additional procedures or post-operative treatment. The patient was discharged from the hospital and no further issues have been reported. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to convert to open surgical techniques after experiencing reoccurring instrument engagement issues during a da vinci si surgical procedure. No further recurrences of this issue at this site have been reported as of the date of this report.